Manufacturer narrative:
Evaluation results: three trial cables were returned. As received, all of the rj45 connectors on the cables had minor cracks. Cables "b" and "c" were missing the locking tabs on the rj45 connectors. When functionally tested, the cables passed continuity on all channels. However, when the pt scenario was recreated with a lab lead, cables "b" and "c" had loose connections that allowed the lead to be easily pulled from the cavities despite being locked. This is consistent with the observations made in the field and likely caused the "open circuit" error. Since there is no lower specification for the lead retention force, the reported complaint cannot be determined due to inadequate product specification. Cable "a" functioned as intended. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ((B)(6)) trial leads would not stay connected to the trial cables resulting in an open circuits error message. Despite taking additional measures to reinforce the connection, the leads continued to pull out from the trial cables. The inability to secure the connection reportedly resulted in periods of no stimulation for the pt during the trial.